Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
It was reported by the customer "placing powerglide pro right basilic under ultrasound. During insertion patient active, twisting arm. Cannulated vein with needle, fully advanced needle, released guide wire, advanced catheter. Attempted to remove guidewire and resistance noted. Attempted to remove catheter with guide wire and resistance noted. Patient brought to igt. Under fluoroscopy it was noted wire and catheter had coiled back. Catheter and guidewire removed, intact, under fluoroscopy. New powerglide pro inserted after 2 more attempt by radiologist to right brachial vein. No other information was provided.